Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer blood glucose level was 39 mg/dl at the time of event and current blood glucose level was 134 mg/dl. Customer was treated with food. The customer was assisted with troubleshooting. It was unknown that customer was using auto mode or not. The customer did a bolus 2 hrs before getting low blood glucose for the last 2 nights. The device will not be returned for analysis.